Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported. No further info is available at this time.

Event description:
The customer reported that the instatrak 3500 system had a cable that was not operational or unidentified. No pt injury was reported.